Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and high capture thresholds on the rv lead were observed. The ra lead exhibited noise. The leads were laser removed. The patient was stable post-procedure.

Manufacturer narrative:
The distal segment of the lead measuring 45.1/51.7 cm was returned for analysis. Internal insulation abrasion between the svc shock coil was noted at 26.0-27.7 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 19.9-21.4 cm, 23.1-23.6 cm, and 24.2-24.8 from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of insulation abrasion.